Event description:
It was reported that an ilet user was off therapy for weeks due to supply issues and, upon reconnecting with a new dexcom g7, experienced prolonged pairing with no glucose readings on both the ilet and dexcom app; after guided troubleshooting including a toggle and reentry of pairing code 1661, readings resumed and displayed 221, consistent with a dosing-stopped alarm advising to connect cgm or switch therapy, indicating an intermittent communication failure potentially involving the antenna and electrical/magnetic components. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the user reported no symptoms. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices, characterized by intermittent communication failure and involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.